Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device met resistance inside the black portion of the proglide sheath while backloading onto a 0.035 inch guide wire. Three other proglide devices experienced the same resistance. The devices were each removed and the sutures of two other proglide devices were placed successfully. The sheath was upsized to 9fr. The aaa procedure was completed and hemostasis was achieved with the successfully placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide; it is unknown if the physician is established in the preclose technique. No additional information was provided.